Event description:
It was reported that noise was observed on the ventricular channel. The patient presented in-clinic and an aborted vf episode was noted. Noise was intermittent and varied in amplitude. Lead issue suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.